Event description:
It was reported that a patient experienced a st segment elevation, bradycardia and cerebral air embolism. During a pulsed field ablation (pfa) procedure on (B)(6) 2024 a faradrive was selected for use. The physician secured transeptal access using non-boston scientific devices. The first attempted failed, resulting in a puncture of the pericard with no further issues. After getting transeptal done the faradrive sheath was inserted, during this time the patient moved a lot as sedation was not sufficiently at first. Upon sheath advancement into the left atrium, a bradycardia and st segment elevation was noticed on the surface ECG. A coronary angiography was performed to rule out any air ingress. No further issues were observed during the procedure and the pulmonary veins were successfully treated. At the end of the procedure, neurological abnormalities occurred leading to patient intubation and a computed tomography scan which revealed a cerebral air embolism that required further treatment. No further information was provided. The device will not be returned for analysis. It was further reported that the patient passed away on (B)(6) 2025. The patient received an MRI showing signs of brain edema. After it, the patient was transfered to the intensive care unit and received high-concentrated oxygen therapy and was intubated. On (B)(6) 2025 the patient manifested aniscordia and a second CT scan was performed showing a swelling on the right side, the patient was transfered to the neurosurgical operation room to have a hemi-craniectomy. On (B)(6) 2025 another imaging was performed after the patient condition deteriorated with signs of massive bleeding on the right side and entrapment of the left side resulting in a complete craniectomy.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Detailed product information was not provided. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the st segment elevation, hemorrhage, air embolism, bradycardia and surgical complications are known inherent risks of use of this device. Device history record review: a shipping review found the most likely lot numbers used in this procedure based on the information provided within the event description. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive sheath device confirmed that the events of st segment elevation, arrhythmia, air embolism, and hemorrhaging are known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive sheath device is acceptable. Investigation conclusion: based on the information provided, the reported events of st segment elevation, hemorrhage, air embolism, bradycardia, and surgical complications are known inherent risk of the farawave device, and expected procedural complication addressed within the IFU for the farawave. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that a patient experienced a st segment elevation, bradycardia and cerebral air embolism. During a pulsed field ablation (pfa) procedure a faradrive was selected for use. The physician secured transeptal access using non-boston scientific devices. The first attempted failed, resulting in a puncture of the pericard with no further issues. After getting transeptal done the faradrive sheath was inserted, during this time the patient moved a lot as sedation was not sufficiently at first. Upon sheath advancement into the left atrium, a bradycardia and st segment elevation was noticed on the surface ECG. A coronary angiography was performed to rule out any air ingress. No further issues were observed during the procedure and the pulmonary veins were successfully treated. At the end of the procedure, neurological abnormalities occurred leading to patient intubation and a computed tomography scan which revealed a cerebral air embolism that required further treatment. No further information was provided. The device will not be returned for analysis. 28feb2025 - per gfe: it was further reported that the patient passed away on (B)(6) 2025. The patient received an MRI showing signs of brain edema. After it, the patient was transferred to the intensive care unit and received high-concentrated oxygen therapy and was intubated. On (B)(6) 2025 the patient manifested anisocoria and a second CT scan was performed showing a swelling on the right side, the patient was transferred to the neurosurgical operation room to have a hemi-craniectomy. On (B)(6) 2025 another imaging was performed after the patient condition deteriorated with signs of massive bleeding on the right side and entrapment of the left side resulting in a complete craniectomy.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.